Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was ordered. The reported issue is currently under investigation.

Event description:
The customer reported that the system would not boot up and the system went to maximum technique. No pt injury was reported.